Event description:
It was reported that the user accidentally announced two breakfasts without eating while blood glucose was in range, prompting an education call about monitoring and treating potential lows; no device alarms or malfunctions were reported, and no medical intervention or hospitalization occurred. Symptoms included a risk of hypoglycemia, though no symptomatic event was reported. Outcomes included user education on monitoring and treating low glucose using 15 grams of carbohydrates with reassessment after 15 minutes. Investigation included a customer service troubleshooting and education review. Investigation of this case revealed user handling error related to meal announcement, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.